Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the axium coil could not be detached with instant detacher during treatment of an subarachnoid hemorrhage (sah) and a new instant detacher was used to detach the coil without any issues. No patient injury was reported as a result of the event. The instant detacher was attempted 2 ¿ 3 times without success. The second instant detacher was used once and it detached. There was not anything in particular damage observed after removal from the patient. The patient was undergoing embolization of a ruptured amorphous aneurysm measuring 8mm (dia) x unknown neck located in the left ic-pc. The blood flow was normal and the vasculature was normal in tortuosity.